Event description:
The surgeon noticed that the cutting part of the harmonic ace scalpel melted through the teflon pad on the opposite side and teflon had started to separate. There was no patient harm. This is the second time it has been reported; the first was several months ago.what was the original intended procedure?laparoscopic roux-en-y gastric bypass.